Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac arrest and death. After pulmonary vein isolation, it was observed that the cavo-tricuspid isthmus was not blocked. The physician decided to perform an ablation line to minimize the risk of atrial flutter. Patient presented an atypical morphology of the isthmus, with a pronounced angle. Once the ablation began in the abnormal area, a steam pop occurred. This event occurred with the following parameters: 30 watts, 10-12g of force and about 12s of having started the ablation. No sudden change in the force applied by the catheter was evident in the carto system. No pericardial effusion was seen with ultrasound. No further procedure requested. The procedure was completed successfully. However, the next day the patient developed cardiac arrest, and expired. The event occurred post use of biosense webster inc. (Bwi) products. The physician did not provide a causality opinion, as during the procedure there was no evidence of pericardial effusion. The event did not require medical intervention. Caller was not able to obtain the cause of death. There was no report of bwi product malfunction. The event will be conservatively reported under the bwi ablation catheter. The observed steam pop has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac arrest and death. Additional information was received on 2/27/2020 indicating no post mortem was performed. The cause of death was a heart attack and it is not clear if there was relationship with the steam pop. The biosense webster inc. (Bwi) product analysis lab received a video on 2/27/2020. Utrasound images was reviewed and did not provide sufficient information related to the reported event and therefore no result can be obtained from it. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint cannot be confirmed. Root cause of adverse event remains unknown. However, the device has not been returned for analysis. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. Manufacture reference no: (B)(4).